Event description:
It was reported that the patient's device "zapped her really good" after hitting her head on the window in a car accident on (B)(6) 2013. It was stated that the device "misfired about four times." It was also stated that her "knee wouldn't hold her up and she couldn't put any weight on it." The patient was redirected to her healthcare provider. Additional information has been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748966, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 3888-33, lot# j0322009v, implanted: (B)(6) 2003. Product type: lead. (B)(4). The device was used for an off label indication. The therapy the device was used for was headaches.